Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 90% stenosed lesion was located in severely tortuous anterior tibial artery. They used a non-bsc introducer sheath and guide wire and maintained intermittent flush. A 2mm x 40mm x 145cm sterling es mr balloon catheter was advanced to the lesion and during inflation it ruptured at 12 atms. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device returned to MFR.: received product consisted of a sterling es device. Blood was visible in wire lumen and balloon. Magnified inspection of the balloon wall revealed a longitudinal tear near the distal end of the proximal markerband. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 90% stenosed lesion was located in severely tortuous anterior tibial artery. They used a non-bsc introducer sheath and guide wire and maintained intermittent flush. A 2mm x 40mm x 145cm sterling es mr balloon catheter was advanced to the lesion and during inflation it ruptured at 12 atms. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.